Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. That review indicates a ' write to locked ram, power on reset had occurred.

Event description:
It was reported that the power on reset (por) alarm on the device would sound every twenty hours. There was a patient check on a max ii vr and an electrical reset was performed on the device. The device is currently implanted. No patient complications have been reported as a result of this event.